Event description:
It was reported there was a "near miss" regarding a fentanyl infusion. Allegedly the infusion was programmed incorrectly however it never reached the patient as it was caught during a safety check. As a result of the internal root cause of the event the customer has provided feedback for enhancements including having the clinician enter a code to gain access to anesthesia mode as well as having the pcu screen turn green when is in anesthesia mode as a visual indicator. There was patient involvement however no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.